Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of the device history record for lot s11132; review of the lifecell complaint system. Results of evaluation: investigation into lot s11132 resulted in no remarkable findings and no deviations or non conformances revealed during processing. As of (B)(6) 2014, no other clinical complaints have been reported to lifecell against lot s11132. As of (B)(6) 2014, 450 devices have been distributed from lot s11132 with 189 devices reported as implanted. Lot s11132 met all qc release criteria. Conclusion: seroma is an anticipated postoperative complication associated with this type of surgical procedure. The wound dehiscence reported is an event associated with postoperative complications such as seroma. Based on the reported information and internal investigation with no remarkable findings, the seroma and wound dehiscence, that led to the explant of the devices, are related to postoperative complications and not related to the device. However, the device as a contributing factor in the development of infection, while unlikely, cannot be ruled out. Device not returned.

Event description:
It was reported to lifecell by (B)(6) - competent authority in (B)(6) that a (B)(6) female patient underwent a bilateral prophylactic mastectomy with immediate reconstruction using lifecell devices on (B)(6) 2013. On (B)(6) 2013, the right breast was noticed to have a wound dehiscence of 15 mm, with the device visible at the bottom of the wound opening and a large seroma. On (B)(6) 2013, purulent discharge was noted. The prosthetic was infected. The left breast had minimal wound dehiscence with recurring seroma. On (B)(6) 2013, the patient was returned to the or for removal of tissue expanders and devices. A bilateral tissue expander/implant exchange was performed on (B)(6) 2013. The left breast seroma was drained during this procedure. The patient's course was uneventful.